Manufacturer narrative:
(B)(6). Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary vessel. A 4.00x24mm synergy drug-eluting stent was advanced for treatment. However, the distal part of the stent got flared after being caught in the lesion. The procedure was completed with another of same device. No patient complications were reported.